Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ message during a supply change with an accompanying occlusion alert, after which customer care guided removal of all supplies, a successful dry run, and a full supply change using new supplies that resumed insulin delivery; the infusion set used was a steel set and the highest reported blood glucose was 201 mg/dl. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included a delay to therapy until supplies were changed and delivery was resumed. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with insulin delivery that was resolved by replacing supplies and restarting delivery. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.